Event description:
It was reported that a patient underwent an anterior cruciate ligament (acl) reconstruction surgery on (B)(6) 2026, where j&j implants (speedtrap grn/white 20mm x2, speedtrap white 20mm x2, cortical fxation fxd loop 20mm x2, intrafx advbr scw8x30 w/smshth x2) and a vapr coolpulse90 electrode x2 was used. During the procedure, there were no notable incidents observed, all procedures followed hospital policy. It was reported that the patient experienced a septic infection following the procedure. It was reported that a second surgery (knee arthroscopy) was arranged for (B)(6) 2026, for treatment. It was reported that there was no significant delay, and the patient did not require prolonged hospitalization due to the event. All available information has been disclosed. Report 7 of 8 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.